Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that an insulation anomaly was observed on the right ventricular lead in the pocket. No electrical anomalies were detected. The lead was explanted. Patients status is stable after the event.

Manufacturer narrative:
External insulation abrasion was noted at 6.8-7.3cm, 6.9-7.9cm, 12.7-13.7cm and 16.1-16.6cm from the distal tip, consistent with lead friction to another device or feature of heart. Externalized conductors due to internal insulation abrasion were noted at 10.0-14.0cm from the distal tip. Internal insulation abrasions were noted at 7.8 -8.6cm and 10.7-11.9cm from distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.2-13.1cm from the distal tip. The etfe coating was abraded at 10.2-11.0cm from distal tip.